Event description:
A tandem mobi cartridge alarm was reported. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer had previously reported similar alarms, and technical support confirmed the cartridge alarm and decided to replace the pump. The customer was advised to use the current pump or shots if necessary until the replacement arrived, and they were informed about receiving a pump with updated software. Instructions for returning the problematic pump and details for setting the pump into storage mode were provided and acknowledged by the customer, who opted for no signature required upon delivery of the replacement pump.